Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was used successfully in obtaining a biopsy sample. However, after the device was extracted from the endoscope the jaws failed to open. It was reported that there was no visible damage noted to the device. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; needle tail bent out of the clevis.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis causing the jaws to open in 'l' position. The curves were measured; one of the curves was found to be out of specification. Full functional testing on the returned device could not be performed due to the condition it was received. No abnormalities were noted with the device riveting and welding which were within design specification. The condition of the returned incident device was consistent with the complaint; since the jaws failed to open properly. During device evaluation it was also found that the needle tail was bent out of the clevis. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).